Manufacturer narrative:
The reported event was not duplicated and no other failures were found during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that during testing conducted at the user facility the micro sagittal saw would not turn off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the micro sagittal saw would not turn off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.